Event description:
It was reported that the patient had used the neurostimulator (ins) 95% of the time since the last appointment, but stated that the ins was turning off. It was unclear if the ins was actually turning off or if stimulation could not be felt due to other issues.

Event description:
Additional information received indicated that review of a device report determined the neurostimulator turned off on (B)(6) 2012, due to a low (discharged) battery. It was noted that the recharge history indicated that the patient was letting her ins drain to empty before recharging. Most of the "off" events seen in the report lasted less than one minute before the device was turned back on.

Manufacturer narrative:
(B)(4)